Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Reportedly, customer experienced a low blood glucose level (bg) and a seizure prior to death. Review of pump data was performed by tandem quality engineer and indicated that the user overrode the pump recommendation of no bolus and delivered a bolus while bg was at 49 mg/dl. There was no evidence that the pump experienced a malfunction or failure.